Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, seventy (70) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and twenty-seven (27) units failed. The reported condition was verified. The cause was determined to be from an improper seal die used resulting in a reduced peel surface area. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified amount (12+) of dual luer lock caps had the seal close to the edge, so the staff can¿t peel it back. This potentially contaminates the product. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.